Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a rash on her back that had raised bumps. Patient did report an allergy to nickel. There was no alleged device malfunction contributing to the irritation. Patient was told to use cortisone cream every day by her physician. Patient reported that this cream is helping and the rash is not itchy.